Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient experienced femoral radiolucency and mild pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m/l taper size 9.0 standard offset p/n 00771100900 l/n 61576208, trilogy bone screw 6.5x30 p/n 00625006530 l/n 61687172, bone screw self-tapping p/n 00625006525 l/n 61687164. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the pre-op and post-op x-ray (6 weeks, 6 months, 12 months and 24 months) were received. Quality of the x-rays is relatively low compared to the ones taken after 24 months, which makes it difficult to comment on. There was no report of loosening from the post-op to through the 12 months x-ray reviews. The 24 months x-ray reported to show fibrous ingrowth and signs of femoral radiolucency. The ceramic head and the liner are shown to be well-positioned in their optimal location. For the mild pain that is reported; pain cannot be related to a single specific failure mode. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.